Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported right side rupture confirmed by imaging and capsular contracture baker grade IV. Healthcare professional later reported "focal pain and tightness" and "implant that was folded on itself with a small amount of peri-implant fluid, but no visible rupture." Healthcare professional additionally reported "any creases." Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture confirmed by imaging and capsular contracture baker grade IV.

Event description:
Healthcare professional reported rupture confirmed by imaging and capsular contracture baker grade IV. This record is for the right side. Device remains implanted.

Event description:
Healthcare professional reported right side rupture confirmed by imaging and capsular contracture baker grade IV. Healthcare professional later reported "focal pain and tightness" and "implant that was folded on itself with a small amount of peri-implant fluid, but no visible rupture." Healthcare professional additionally reported "any creases." Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are capsular contracture: unable to observe. Seroma: unable to observe. Crease/folding of implant: creases observed on the device. As per the investigation procedure, creases and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.